Manufacturer narrative:
On 5-sep-2024, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31363167l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. In the 2nd procedure for af (atrial fibrillation), blood pressure decreased about 3 hours after the start of the procedure. The echocardiography showed pericardial effusion. After confirmation by the echocardiography, drainage was performed and it was probably venous blood. After the drainage, the patient was still conscious and the blood pressure was stable. The patient was under observation in the ward. Patient improved. Atrial septal puncture was performed by rf (radiofrequency) needle. Ablation was performed before tamponade was confirmed. Steam pop was not confirmed. Physician did not feel any problem with the products used. There were no abnormalities observed prior to or during use of the products. The physician's opinion was the cause of the adverse event could not be determined, but the cs (coronary sinus) might have been damaged during qdot catheter manipulation in the cs. No error messages observed on biosense webster equipment during the procedure.